Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Customer's blood glucose level was not impacted. The customer stated the cartridge will be reloaded onto the pump to resume insulin delivery.